Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient lost weight, and the implantable cardioverter defibrillator migrated out of the pocket, resulting in erosion. The system was removed and the patient was stable.